Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview 6 pro cautery system did not work when the foot pedal was pressed. It appeared that no energy was getting to the cutting part of the device. The jaws were not open during the insertion. No resistance was noted. The power supply setting was 3.5. There was a delay to open a new device. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/07/2023. An investigation was conducted on 08/30/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the device. A mechanical evaluation was conducted. The blue toggle was manipulated to extend and retract the intact c-ring with no physical or visual difficulties observed. The blue toggle was also manipulated to extend and retract the cutter blade with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (B)(4). The device initially failed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device did not produce steam and the saline did not ¿boil¿ on the test gauze each time. The device was then opened to evaluate electrical connectivity. A multimeter was connected to the pigtail and bisector and indicated no breaks within the circuit. No electrical or physical defects were observed within the circuit. The electrical evaluation was repeated as described above and the device passed the pre-cautery test. The device produced steam and the saline ¿boiled¿ on the test gauze each time. Based on the returned condition of the device as well as the investigation results, the reported failure "failure to deliver energy" was not confirmed, however the analyzed failure "intermittent continuity" was confirmed. The lot # 3000304238 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.